Event description:
It was reporte that the patient had pericardial effusion during transseptal puncture. It was reported that the patient was not undergoing ablation procedure during the time of the event. Medical intervention administered; the patient was surgically drained and the prognosis of the patient was reported to be excellent. It was reported that the event was not device related, but possibly procedure related.

Manufacturer narrative:
This complaint was part of a study based in another country, which was originally believed to have been part of a clinical trial.